Event description:
On 2020-01-29: lens in flat pack and product complaint form received at customer care/returns department. Ecp had checked off yes staining present and it indicates a corneal injury. The complaint code was (B)(4) defective other- small tear/rip between the skirt and rgp center. On 2020-01-31: customer care emailed consultation and qa to inform about this possible injury and to have consultation contact the eye care professional ((B)(6)) and request them to send the patient injury form and more details. On 2020-02-11: consultation spoke with (B)(6) the contact person for the attending physician. Possible injury reported was 105 other injury- central moderately dense spk (superficial punctate keratitis) with mild pek (punctate epithelial keratoconjunctivitis). The event was not transient nor did it resolve on its own. The doctor is uncertain if the event was caused by patient use and or handling. Patient required therapeutic treatment to resolve the injury. Treatment administered was neopolydex ophthalmic drops on (B)(6) 2020 4 times a day. Began to taper dose and d/c after 5 days on (B)(6) 2020. The condition has been resolved as of (B)(6) 2020 with no complications. Product complaint form part 7 - practitioner comments: patient removed lens friday (B)(6) 2020, awoke sat (B)(6) 2020, with red crusty sensation, foreign body sensation. Patient began using artificial tears at home. She phoned the office (B)(6) 2020 was diagnosed with an infection (mild dense spk and mild pek) neopolydex drops were given. Patient seen again (B)(6) 2020 began taper off drops from 4/d to 1/d and discontinued in 5 days. Minor spk on (B)(6) 2020. Patient had a tear in skirt of lens on (B)(6) 2020. Due to the fact patient did not call nor come in for 7 days. It is uncertain if the infection (spk) was contact lens related or not. Patient had difficulty removing the lens in office. The dr. Is considering a skirt or base curve change, pending patient report if she calls back with complaint. On 2020-02-13: qa evaluated the returned lens. Lens was received completely dry and hard in flat pack. Soaked lens in saline for 1 hour, lens wetted after soaking and debris came off with saline and swab. Measured lens base curve (7.6) is an exact match to specification. Measured lens power (+0.75) is within specification. Found three tears (junction area) and cloudy skirt at surface inspection. Tears are consistent with patient care and handling. Cloudy skirt is consistent with cleaning solution. Doctor states that due to the fact patient did not call nor come in for 7 days it is uncertain if the infection (spk) was contact lens related or not. The condition has been resolved as of (B)(6) 2020 with no complications.